Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Retain product was tested and was found to be within specification.

Event description:
In this event it was reported that a pediatric patient experienced an allergic reaction to jeltrate dustless impression material. Approximately one hour after coming in contact with jeltrate, the patient's face, lips and ears were swollen. The patient went to the hospital where he was administered benadryl to combat the symptoms. The patient is currently undergoing allergy testing.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.